Event description:
Customer stated that the technician installed an administration set for testing and pump began to flow even though pump was not turned on.

Manufacturer narrative:
Visual inspection of the platen door shows no physical damage. It opens and closes as specified. Administration set was inserted, platen door was closed, and no free flow was observed. Performed functional tests and the free low test, the pump passed the tests with no errors or alarms. Complaint could not be confirmed.